Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the insulin pump was no longer delivering insulin. The device was alarming during prime and during manual prime the insulin did not deliver. The customer attempted to use pump and received a motor error. The displacement test was conducted and it passed. Customer replaced reservoir, but insulin pump continued alarming. Advised customer to discontinue the use of the insulin pump and revert to back up plan. The customer's blood glucose was 9mmol/l.

Manufacturer narrative:
The information provided for date of this report was incorrect with the initial report. The correct information has been provided with this report.